Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The reported suoh 03 guide wire was returned for evaluation. Tip separation was confirmed on the returned guide wire at the distal-mid solder that was originally located at 30mm from the tip. The guide wire was curved proximal to the fracture end; body tissue was attached on the fracture end. The tissue was removed for observation purpose. It revealed that the outermost rope coil was fractured at the solder. At approximately 0.5mm distal to the solder, the core fracture end was found. At approximately 1mm distal to the solder, the inner coil wire was found elongated and fractured. Microscopic observation of the core fracture end found that the core wire was twisted proximal to its fracture end and the fracture surface was flat. These findings indicated that torsion was the cause of this fracture. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that the suoh 03 guide wire could be bent or deformed when it was passing through the cto in the first septal artery. When the deformed guide wire was torqued in the cto, applied stress generated with wire manipulation became localize and therefore exceed the product design limit, leading to wire fracture. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: warnings. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. Malfunction and adverse effects: separation of the guide wire.

Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto). An asahi suoh 03 guide wire was used on label to go retrogradely through septal when it fractured. 20-30mm of the wire tip fractured in the first septal coronary artery. It was unable to retrieve the separated wire tip. Tip fragment retained in the patient without adverse effect. No additional information available.